Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to ventricular beats being greater than the atrial beats, but there is no right atrial lead implanted. The arrhythmia was accelerated to ventricular fibrillation after one of the atps. After the fourth atp the rhythm slowed again to vt. The rhythm ended spontaneously during charging after the 4th atp. The crt-d remains in service. No additional adverse patient effects were reported.